Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump delivered 6.2 units of insulin without her input. The bolus history was incorrect, the insulin pump was bolusing on its own. The customer's blood glucose level dropped to 20 mg/dl. She treated her blood glucose level with food and glucose tablets. The customer had a stomachache and headache. The displacement test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.